Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The available pacing threshold was initially stable around 0.6v. The values started to gradually increase in (B)(6) 2019 and reached approximately 2.9v in (B)(6) 2019. The impedance trend curve showed stable values around 500ohms between (B)(6) 2018 and (B)(6) 2019. In this time frame, the shock impedance trend showed varying values around 95ohms. Furthermore, the available iegm between (B)(6) 2018 and (B)(6) 2019 showed noise and aborted and inappropriate therapies. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approximately 42 months, oversensing with inappropriate therapy was reported.